Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with pairing failing on the ilet while blood glucose values remained unaffected; this aligned with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.